Manufacturer narrative:
Additional information has been provided which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error after a finger prick. The customer was overseas and stated that the alarm did not occur right after the insulin pump was exposed to moisture. The customer stated a button was not pressed for 3 minutes or longer. The customer's blood glucose was 6.8mmol/l.

Manufacturer narrative:
Device received with blank display due to broken solder joint on interface board. Unable to confirm button error alarm due to blank display however corroded keypad traces noted during visual inspection. Device received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.